Event description:
During an atrial fibrillation procedure, the intracardiac ultrasound catheter was used, and the ultrasound image was not clear. After removal, it was found that there was a crack in the tip of the catheter, and another catheter was replaced to complete the operation. There were no adverse effects on patients.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.